Event description:
It was reported the fabric foundation of the unit was burned by an internal component. Inspection of the unit revealed a terminal had broken at the lead wire. The condition of the unit suggested that the unit had been severely compressed, with damage to many internal components. We concluded that this report was attributable to misuse on the part of the consumer.